Event description:
Inability to walk [unable to walk], fluid retention [joint effusion] ([weight increased]), developed pain [knee pain], developed swelling [joint swelling]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited device case was received on 28-oct-2015 from health authorities of united states from a health care professional. This case concerns a female (age not provided) patient who received treatment with synvisc one and experienced fluid retention, inability to walk, developed pain and developed swelling. The patient's past drugs, medical history, concomitant medications and concurrent conditions were not reported. On an unknown date in 2015, the patient initiated treatment with intra-articular synvisc one injection (indication, formulation, dose, frequency, batch/lot number and expiration date: not provided) into patient's knee (B)(6). On unknown dates in 2015, after unknown latencies, the patient developed pain, swelling and inability to walk. Also, the patient's weight was increased by 6 pounds from fluid retention. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: medically significant for inability to walk. Pharmacovigilance comment: sanofi company comment dated 06-nov-2015: this case concerns a female patient (age not provided) who complained of inability to walk after receiving treatment with synvisc one for an unknown indication. Considering the compatible product and the event temporal relationship the causal role of synvisc one cannot be denied for the occurrence of the events. However, due to lack of the complete clinical presentation, the patient's underlying concurrent medical conditions and concomitant medications the complete medical assessment is difficult.